Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative was able to confirm issues (via event logs). The base switch and supervisor printed circuit board (pcb) were replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The company representative was manufactured on july 21, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a procedure the laser was not working, the screen greyed out. Additional information has been requested, but none has been received to date.